Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had off no power alarm. Customer's blood glucose value was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was previously used. Customer states the new battery did not resolve the issue. Customer reports alarm was recurring. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify off no power, battery out limit alarms due to blank display. (B)(4).